Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
During a customer visit, the technical practice consultant was informed that a channel disconnect alarm and shut off during an antibiotic infusion in the csicu. The female iui has observable corrosion on the pins. There was no report of patient harm, and no other event details were provided. Devices were sent to biomed and logs were downloaded.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because no device was received for failure investigation. The root cause of this failure was not identified. The reported event involving a channel disconnect alarm and shut off during an infusion could not be confirmed with simply the pictures provided by the customer. Devices related to the incident were not returned for this investigation.